Event description:
It was reported to medtronic minimed that the customer experienced issue with upload to carelink. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-7333. Troubleshooting was partially performed, and customer was able to upload from the application, reported issue resolved, no escalation required. Login assistance was provided and the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Pairing failed troubleshooting was performed and unpairing/repairing of the pump with the mobile device was successful. Reported issue resolved, no escalation required. Carelink or server upload failed troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101, mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. Issue was not confirmed. After conducting a thorough investigation, we found the likely reason for the uploads not completing was due to the patient not keeping the app open during the upload process since the previous upload was months prior and the size of the snapshot was very large causing a larger amount of time to send than expected. The helpline has confirmed the issue was resolved prior to the investigation and the patient is successfully uploading daily to carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.